Event description:
It was reported that the patient felt 'poorly' during episodes where the paced rate is less than the programmed low rate. Electrocardiogram (ECG) strips showed an extended low rate escape intervals that could be due to oversensed ventricular beat. The patient recently had a valve surgery after device implantation. The lead is thought to have moved causing sensing and capture issues. The lead was repositioned, which seems to have resolved the issues. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.